Event description:
Started in 2013, four years after I had essure implants inserted. Hospitalized several times due to joint pain, swelling, nausea, dizziness, and other symptoms. All tests for disease and illness returned negative. Joint pain and other symptoms persisted until (B)(6) 2016, when I had a hysterectomy to remove the implants.